Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump had intermittent power issues. The patient reported that on (B)(6) 2012 the pump self-rebooted several times. The patient obtained the elevated blood glucose readings of 500 mg/dl to 'greater than 600 mg/dl' during this time period. The patient experienced the symptom of migraine headache. The patient corrected his blood glucose levels using insulin injections via a syringe; he did not seek any medical attention. The patient noted he was unable to securely tighten the battery cap, and that the battery compartment was cracked. The patient reportedly suffered blood glucose levels suggesting severe hyperglycemia after the pump power issue occurred, and received treatment with insulin injections. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): testing confirmed the battery compartment has a crack at the threads. The threads inside the battery compartment are stripped; the battery cap keeps spinning. A test cap was used for testing purposes. The pump was exercised for 24 hours with no alarms or power issues occurring. The pump was tested on a 29 hour flow accuracy test and was found to be delivering within the required specification. Power on resets were verified in the black box. Use error cannot be discounted as a contributory factor to the reported hyperglycemia, as the user was aware of the cracked compartment and the user guide states that cracks may impact the battery contact in the pump.